Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2010 and mesh was implanted. The patient experienced midline mesh exposure and underwent partial mesh removal in 2012. A second mesh device was implanted at this time. Since the second procedure, the patient has experienced pain and vaginal exposure of mesh. The patient underwent partial mesh removal of both meshes on an unknown date. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.